Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 80 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of blood glucose results. Comparison of blood glucose test results by customer from true2go meter to trueresult meter. Back to back blood test performed by customer non-fasting on (B)(6) 2015 08:00am produced test results of 232 mg/dl using true2go meter and 225 mg/dl using trueresult meter. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is (B)(6) 2015. The meter memory reviewed for test results: (B)(6) adverse event not reported.